Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). The patient's mother reported that she wasted an infusion set a week prior to this report. It was reported that while sleeping in the night, the tubing at the site got disconnected at quick release. Patient's blood glucose level was not stable. No further information available.